Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with a scs system that includes two leads from same lot. It was reported the patient's cervical lead had migrated. An x-ray was taken and confirmed the issue. The patient underwent surgical intervention on (B)(6) 2017 where one of the two leads were explanted and replaced. Therapy has resumed.